Event description:
A patient reported blood glucoses results of 22.0 mmol/l with a lifescan meter and 16.0 mmol/l on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.